Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The interconnect cable was replaced. The device passed all required bench tests and was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.